Event description:
It was reported that during a surgical procedure at the user facility, the device got hot and burnt the patient's lip. The burn was on the facial skin about 0.5 cm. There was color to the burn and the user facility applied ice to reduce the pain. There was no additional treatment needed. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no further adverse consequences reported.